Event description:
It was reported that during a recanalization procedure, the tip of the catheter split and the tip of the device broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 6s crosser cto recanalization catheter was received for evaluation. During microscopic evaluation, the inner corewire was found to be fractured and the outer catheter was found to have multiple tears. Therefore, the investigation is confirmed for fracture and material tear/hole. A definitive root cause for the alleged outer catheter puncture and core wire fracture issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: b5,d4 (expiry date: 12/2022),g3 h11: h6(device, result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2022).

Event description:
It was reported that during an recanalization procedure, the tip of the catheter split and the tip of the device broken. There was no reported patient injury.